Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-07864. It was reported that the patient expired. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system and watchman ® access system were used. During the procedure the patient experienced an acute drop in blood pressure. The patient¿s blood pressure was low; however, they remained stable so they proceeded with the implantation of the closure device. A transesophageal echocardiogram (tee) was performed and the closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. A retroperitoneal bleed was discovered and was treated with a covered stent. It was further reported that the patient expired from complications due to the procedure.

Manufacturer narrative:
Death date corrected from (B)(6) 2016. Describe event or problem and patient code: updated. Upn- updated from unk728 to m635tu10060. Catalog/model # updated from unknown to tu1006. Device lot number updated from unknown to 19043223. Device expiration date updated from unknown to 03/31/2019. Device manufactured date updated from to 04/02/2016. (B)(4).

Event description:
It was further reported that the patient's drop in blood pressure was treated with vasopressors. The retroperitoneal bleed was discovered via venogram. The exchange wire had bent and directed the watchman access system (was) into the wall of the vasculature which resulted in the bleed. The watchmen laa closure device & delivery system was not inside the was when this occurred. The patient expired the day after the procedure.